Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the stent graft etlw1628c146e endur ii limb had migrated into the aneurysm sac and a type 1b leak was present. The patient was treated for an aneurysm, and the 16x28x146 limb had lost seal in the right common iliac. CT scans were conducted twice. Due to the lack of seal zone, treatment involved using a 16x10x199 limb, landing in the external, and coiling of the internal. No leak was visible on the post-angiogram. The cause was reported as anatomy which was noted to be conical. The event was resolved by coiling the internal and extending into the external into a healthier vessel. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Film analysis summary: the reported limb migration and type ib endoleak were confirmed; however, the cause of the events could not be determined from the available films. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy, and earlier post-implant cts were not available for comparison of the stent graft in vivo configuration since implantation. Although the cause could not be conclusively determined based on the films, it is likely that disease progression may have been a contributing factor to the limb stent graft migration and subsequent distal endoleak. Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.